Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device was difficult to remove. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, the balloon was inflated 3-4 times at 20atm. The balloon was completely deflated; however, a resistance was felt upon removal. The device was slightly pushed and pulled in order to removed it. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that the device was difficult to remove. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, the balloon was inflated 3-4 times at 20atm. The balloon was completely deflated; however, a resistance was felt upon removal. The device was slightly pushed and pulled in order to removed it. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile noted to have multiple kinks. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The microscopic examination on the blade profile identified a 5mm blade segment missing in the proximal section of one of the blades. The pad was intact, and the two other blade segments were intact and had no issues. The tip profile showed no signs of tip damage. A slight stretched was identified in the shaft polymer extrusion. The distal and proximal markerbands identified no damage. An attempt was made to load a 0.0140-inch test guidewire through the device however was not possible due to the stretching on the shaft polymer extrusion.